Event description:
When infusing acetadote, the pump infusion rate read 129 per hour with the correct volume; however noted the 500ml bag was nearly empty within 1.5 hours. Infusion stopped and restarted on a different pump at the same rate and then flush bag at same rate to complete infusion.